Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly, by a patient, she did not achieve visual acuity/clarity she was expecting following icl implantation in 2012. The dcr, dated on 07/22/2014, reported that there were no ocular issues with the implanted icl. Post-op va was 20/20 and the patient was very happy with the outcome according to the last follow-up. Based on the provided information the most likely cause of the event was patient factor (unrealistic expectations). Conclusions: based on the complaint history, work order search and the medical review, the most likely cause of the event was patient factor (unrealistic expectations). (B)(4).

Manufacturer narrative:
(B)(4) - vision, impaired. Device evaluated by manufacturer? No. Lens implanted. Evaluation method: work order search. Results: a lens work order search was performed and one similar complaint was found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The patient reported the surgeon implanted a 12.6mm micl12.6 implantable collamer lens in her right eye (od) on (B)(6) 2012. The patient reported her eyesight is worse, not seeing as sharply and squints sometimes. The icl remains implanted. The facility reported the date of the last post-op visit was (B)(6) 2014 and they were unaware the patient was having problems with her icl lens. The facility indicated the va was good, distance and near va was good and the patient was happy with her vision. The patient's best-corrected visual acuity post-op was 20/25.